Event description:
It was reported that during the procedure, an asahi miracle brothers 300 guide wire was advanced past the target lesion in an unspecified peripheral vessel with a chronic total occlusion. A non-abbott rotational atherectomy device was advanced over the guide wire without difficulty and the atherectomy was performed. Upon withdrawal of the devices from the anatomy without difficulty, it was noted that green coating was flaking off of the distal end of the miracle brothers guide wire. Reportedly, none of the green coating embolized in the patient and the procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. : estimated therapy date. Atherectomy: covidien turbohawk or avinger kittycat. Indication for use. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The reported flaking of the coating was unable to be confirmed as the device was not returned for evaluation. The lot history review of the product revealed no anomaly relating to the reported event. Review of the complaint handling database revealed no related report for this type of damage. Since the provided information is limited, and the guide wire was not returned for investigation, a definitive root cause could not be determined. Based on the information reviewed, there is no indication of a product deficiency. The warnings section of the instructions for use (IFU) describes: never use metallic needle or metallic sheaths for insertion and withdrawal of the guide wire, other wise the surface of the guide wire may be damaged significantly. Separation or breakage of the guide wire is listed as one of possible complications and adverse events.

Manufacturer narrative:
(B)(4)